Manufacturer narrative:
(B)(4). Date sent: 02/20/2020. D4: batch # t9494v. Device analysis: the device was received with the jaws stuck with gauze with in the jaws. The jaws were released and the upper jaw was noted to be bent. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). Care should be taken not to close the jaw over gauze or any other material than tissue, for further information on device use can be found on the IFU. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported by the sales rep that, before robotics assisted laparoscopic radical prostatectomy, the jaws did not open and close several times during use. It opened after several attempts, but when the jaws clamped a gauze, it was unable to open and close again. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.